Event description:
Patient's legal counsel reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2014 due to elevated metal ions and a pseudotumor. Revision operative report noted the presence of serosanguineous fluid, metallosis, metal staining, thickened stained synovial tissue, a lesion in the trochanteric section, a pseudotumor, fibrous tissue, cracks and breaks in the central part of the acetabulum, bone loss in the anterior column, and thick scar/fibrous tissue. The modular head and acetabular cup were removed and replaced with a competitor cage and cup and a biomet head and liner. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01638 /-01639).